Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the lead was returned, analyzed, and no anomalies were found. Visual analysis indicated explant damage. Concomitant products: product ID (B)(4) implanted: 2007 (B)(6); 6931-58 implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that there was high fluctuating impedance and far field r-wave oversensing on the atrial lead. A lead fracture wassuspected. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.